Event description:
It was reported that a user on the ilet for three weeks experienced recurrent hypoglycemia shortly after meal announcements, with lows occurring rapidly during meals and multiple events documented following meal announcements; the user expressed concern about continuing ilet use, and a factory reset was offered. Symptoms included hypoglycemia with urgent low-soon notifications. Outcomes included the need for acute carbohydrate intervention without hospitalization. Investigation included review of device-reported data and remote troubleshooting education, with a planned factory reset. Investigation of this case revealed recurrent post-meal hypoglycemia temporally associated with meal announcements, with cause not determined. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.